Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that bolus delivered slower than expected. Customer's blood glucose value was 231 mg/dl. The insulin pump had scratches on screen and sometimes fell off because she didn't have clip to hold. The insulin pump did not deliver insulin properly. The customer was advised to program a 0.75 unit bolus. Bolus exceeded the expected time to deliver bolus amount. The customer was advised to monitor insulin pump for their blood glucose values. The device will not be returned for analysis.